Manufacturer narrative:
Initial.

Event description:
It was reported that after starting a new freestyle libre 3 plus sensor and completing warmup, no glucose values appeared on the ilet despite evidence of pairing, and the issue resolved after an ilet restart. No adverse clinical symptoms reported. Outcomes included restoration of glucose data on the pump following restart, with no alerts or alarms reported. User support included customer service troubleshooting and user education to confirm pairing status and perform a device restart. Investigation of this case revealed a resolved pairing or communication issue between the ilet and the libre 3 plus sensor that was corrected by restarting the ilet, with no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or software issue that was mitigated by a device restart.